Event description:
It was reported that the avg 502ag27 conduit valve leaflet could not open. The product was replaced by another manufacturer's 27mm mechanical valve product. It was further reported that leaflet motion was tested with the blue actuator during the implant procedure, and the conduit was rotated within the annulus to attempt to obtain appropriate leaflet motion. The mechanical conduit was fully sutured and tested prior to removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.